Event description:
Reported due to surgical repair of the artery. On 05/08/2006, after a triple abdominal aortic aneurysm interventional procedure, a vascular surgeon attempted an arteriotomy closure in the right femoral artery using the perclose prostar xl 10 f device it was reported that five perclose prostar devices were used and that "they didn't deploy correctly". "The sixth device deployed properly, but hemostasis was not achieved." The surgeon needed to do a cut-down to suture the artery in order to achieve hemostasis. The patient status is "fine."

Manufacturer narrative:
The results of visual evaluation and testing on the returned sample indicate that this device meets specification. The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event. H11: event codes: patient code: 2357; device code: 2203. This report represents all the info known by the reporter upon query by abbott personnel. Cus-20322-exp.